Event description:
Feeding tube inserted naso-du0denally 1 day prior to event date. Customer reports x-ray after placement was interpreted as intended location of feeding tube and patient was fed. On event date, patient discovered to have a perforated esophagus with the feeding tube free within the peritoneal cavity. During surgery, feeding tube was found to have come through the posterior lateral esophagus in the posterior mediastinum, extending to just above the gastro-esophageal junction. Customer states that at several times in operative report it is stated that the esophagus was "quite friable as expected" and that the unhealthy tissue came apart in several places. Feeding tube removed. Gastrostomy tube placed during surgery. Patient is status post tracheoesophageal fistula repair and has several other congenital anomalies associated with vater syndrome.